Manufacturer narrative:
Result: detached extension spring.

Event description:
It was reported by service report that the auxiliary lock would not stay in the unlock position. The customer could not determine if there was pt involvement or if there were adverse consequences to report.